Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) of reue0497 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole in the base of the blue luer connector. Drugs were flowing out that hole.